Event description:
Swelling in left knee [joint swelling]. Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) male pt, initials (B)(6). The pt had a history of osteoarthritis of the knee, previous synvisc series of three shots in (B)(6) 2007 and a second synvisc series a couple of yrs later in the left knee. The pt experienced swelling in the left knee after receiving one synvisc injection in 2010. The pt received one synvisc injection into the left knee approx two weeks ago on an unspecified date. The pt reported that after the first shot of synvisc into his left knee, he experienced swelling in his left knee that evening. The hcp removed fluid around the knee and the pt was given a cortisone shot. The pt reported that the physician was not going to give the other two synvisc shots. At the time of this report, the outcome of the pt was unk.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.